Event description:
A malfunction occurred on the customer's pump, with no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. The customer reset the malfunction code with assistance from technical support and was able to continue using the pump without further issues. They were advised to contact support again if the issue reoccurred.